Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude r-wave measurements, high threshold measurements, loss of capture (loc) and high pacing impedance measurements of 1,500 ohms two days post implant. A chest x-ray was taken and review of the lead noted that the lead tip appeared close to the chest wall. A lead perforation was suspected. An invasive procedure was performed. Helix extension/retraction difficulty was encountered, however, the lead was able to be successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.